Manufacturer narrative:
New information: report type, outcomes attributed to adverse event, this is a follow-up report to include adverse event with product problem due to tss symptoms, MFR contact info: contact office, follow-up 1, type of reportable event, follow-up type.

Event description:
This is a follow-up report to include adverse event with product problem. Consumer alleged chill, heat sweats, light headedness, dizziness, went to urgent care and was treated for general infection with an antibiotic shot, 2 other unknown antibiotics and flagyl. A couple of days "later", she had nausea, dizziness, vaginal odor and bleeding. She went to ER on december 13. The doctor removed tampon pieces left inside and indicated she had early sign of tss. A blood test was done. The health outcome of consumer is improved.

Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
The consumer stated that during removal a tampon came apart and pieces remained inside. The consumer sought medical attention, the doctor removed a piece of tampon, the consumer experienced odor, chills and sweats, and consumer was prescribed an antibiotic.